Event description:
It was reported that during routine elective upgrade that visual examination revealed insulation breach on the left ventricular (lv) lead. The physician elected to explant and replaced the lv lead. There were no patient consequences.